Event description:
It was reported that the patient presented with shortness of breath after morning activities and contacted the clinic. Upon evaluation, the patient was found to be in heart block with a bradycardia. The both the right ventricular (rv) and atrial (ra) leads were exhibited high pacing impedance measurements and loss of capture. Chest x-ray confirmed that the leads had retracted from their initial positions and dislodged due to twiddler¿s. The patient was admitted directly from the office, and both pacemaker leads were explanted and replaced. The procedure was completed without any complications, and the patient was discharged.